Event description:
According to info received, the pt had three grafts anastomosed proximally with sjm symmetry bypass system aortic connectors utilizing model acn-4550: one to the posterior descending artery (pda), a second to the obtuse marginal artery (om), and a third to the diagonal artery during a coronary artery bypass procedure. Approx six weeks postoperatively, angiogram revealed the grafts to the om and diagonal arteries were stenosed. The stenosed areas were 2 to 3 cm distal to the connectors and no kinking was observed. Stents were placed in the middle of both grafts. Approx four and a half months later, angiogram revealed the graft to the pda was stenosed near the connector due to a kink in the vein and the om was occluded. The graft to the pda and a lesion in the native om artery were stented and all three connectors remain implanted. The pt had a history of hypertension and diabetes. No additional info was received, including the pt's present health status.